Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned partially cycled. The firing sequence was completed and one conforming clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, one clip gap was formed; the remaining clips were conforming according to our manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled. The jaw/cam was evaluated and it was found to be within specification; no burr was noted. It could not be determined what may have caused the malformed clip. The analysis results for device (b) found that it was returned with the shaft bent at handle assembly area. Therefore, no testing could be performed to evaluate the event reported. Batch # g9ka6w, mfg date 6/15/2010; exp date 5/15/2015. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was noticed that the clips were not staying secure on the vessel. Another device was used to complete the case. There was no adverse consequence to the patient.